Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that after inserting a butterfly needle for a 69-year-old female patient, it was found that the connection point of the needle body was leaking. There was no reported patient harm/adverse event.